Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a possible detached needle on (B)(6) 2015. Per the patient, the sensor pod was lifted due to a piece of metal in between.the patient did not report any injury or medical intervention. No additional event or patient information is available.